Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex subsidiary employee via email that an ar-4020c-08 fastthread biocomposite interference screw was used to secure a graft in the femoral canal. Following completion of the stability test, graft migration associated with a screw fracture was observed. It was determined that a fragment of the screw remained lodged inside the patient. As a result, the fixation method was changed to ensure graft stability, and the procedure was completed using an ar-1588rt-2j tightrope ii rt device. No additional anesthesia was administered, and the procedure continued as planned. This issue was discovered during an arthroscopic acl reconstruction procedure on the left knee performed on (B)(6) 2026. Additional information was received on 23-april-2026: a portion of the screw fractured after the stability test was completed. The fracture occurred during use, following graft fixation and post-fixation stability testing. The fractured fragment was not retrieved and was reported to be compressed by the graft. As a result, a fragment remained within the patient; however, whether the retained fragment will remain permanently implanted is unknown. No attempt to retrieve the fragment was reported, as it was compressed by the graft. Graft stability was successfully achieved following a change in fixation method. Information regarding whether the same graft was used, whether a graft was used and its type, whether additional patient follow-up or monitoring is planned, whether the surgery was delayed, and the duration of any delay, and whether an instrument was used to prepare the bone socket was not provided and remains unknown.